Event description:
Five implanted parts which were accessed with port-a-cath winged infusion sets by sims-deltec became de-accessed (needle became dislodged) causing fluids to infiltrate into chest wall of pts. This is a very high number of incidents of this. The only common factor was the needle which hosp had switched to. This occurred on different pts, different IV fluids, accessed by different nurses. Since replacing these with co's old product, co has had no further occurrences. There were no serious side effects because of early detection but the potential for serious side effects definitely existed.